Event description:
It was reported that the insulin pump alarmed sensor error. The customer did not know the blood glucose reading at the time of the alarm. Upon troubleshooting, the customer was advised that the sensor may not have been working, or it may have been damaged, dislodged, bent or retracted. The customer also noted that the blood glucose reading was high after he had eaten. The blood glucose reading was 295 mg/dl. He advised that he wanted to treat with the insulin pump and was unable to treat due to the sensor error alarm. He was assisted with clearing the alarm and declined troubleshooting assistance for the calibration error alarm he also received. He mentioned that he had curled sensor cannulas upon removal in the past. He was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened used enlite sensor and performed a bicarbonate buffer test. The sensor failed due to the sensor having been found with a cannula that had broken in half. The broken part was still attached to sensor tubing.